Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had been exposed to water. The blood glucose reading was 357 mg/dl. The customer complained of thirst and having to visit the bathroom frequently. She treated with a manual injection. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was observed. The device passed the self test. Unable to complete troubleshooting due to lack of tubing clamp. Advised a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.